Manufacturer narrative:
(B)(4).

Event description:
It was reported the #3 electrode was fractured on (B)(6) 2010, and 4 months later all electrodes were fractured. The pt was considering a lead revision. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.